Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's hospital visit. The patient was informed that freestyle lite test strips which are not cleared for use with the omnipod insulin management system integrated (freestyle) blood glucose meter. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel." It also warns "if you are unable to use the omnipod insulin management system according to instructions, you may be putting your health and safety at risk. Talk with your healthcare provider if you have questions or concerns about using the omnipod."

Event description:
The patient reported that he had to be hospitalized due to the pdm¿s blood glucose meter not reading correctly. At the hospital a bg meter comparisons were performed. His pdm read 200 mg/dl with the (uncleared) freestyle lite strips vs 700 mg/dl with the hospital¿s bg meter. They placed him on an intravenous therapy of fluids and insulin. He stayed in the hospital overnight.